Event description:
It was reported that during procedure the subject stent was not opening at all at cavernous bend even after multiple maneuvers and while resheathing the device detached from resheath pad. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that ¿for surpass evolve 4.00*25: as per physician surpass evolve 4.00*25 was not opening at all at cavernous bend even after multiple maneuvers and while resheathing the device detached from resheath pad¿. Additional information provided by the customer indicated there was damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. The anatomy was reported to be moderately tortuous. There was patient involvement (i.e. The device was in use on the patient at the time of the event). The patient received dual anti-platelet agents prior to the procedure, post procedure. Access was through femoral. There was not a high % stenosis proximal to the stent which would have likely contributed to the inability to deploy the stent. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the flow diverter deployment. The mid part of the flow diverter failed to open. A balloon was not used to fully open the flow diverter. The flow diverter was recaptured/resheathed back during the procedure 3 times. The first flow diverter stent 4.0*25 deployed prematurely within the microcatheter while resheathing. The procedure was completed with a surpass 4*20. In the physician¿s opinion the cause of the flow diverter not to open was the bend. As per the additional information the most likely cause of the stent not to open was the ¿bend¿. It is also most probable the stent deployed prematurely in the microcatheter while attempting to recapture it back into the introducer sheath. It should be noted the stent is re-sheathable into the microcatheter, but it cannot be pulled back into the introducer sheath because the sheath tip is not the same diameter as the microcatheter hub and cannot give allowance for the stent to come back into the sheath. The stent can also catch on the sheath tip which may cause the stent to come off the resheath pad and deploy in the microcatheter. The instruction for use also warns ¿do not resheath the implant into the introducer sheath once transferred into the microcatheter as it may result in damage to the implant wires¿. Based on the information provided, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use¿.

Event description:
It was reported that during procedure the subject stent was not opening at all at cavernous bend even after multiple maneuvers and while resheathing the device detached from resheath pad. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.